Event description:
It was reported that, during set up, when the carrier was removed from opsite flexifix gentle 10 cm x 5 m, much of the silicone adhesive did not remain on the film and got removed with the carrier from the film. Some parts of the roll could be used for treatment, however silicone adhesive residue remained on the skin when it was removed. Treatment was completed using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.